Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The cause of death was unknown. Therapy was ongoing at the time of the patient's death, but it was unknown if the patient was connected to the cycler at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A device history review and service history review were completed with no issues that could have caused or contributed to the reported difficulty. The device passed electrical and functional testing. External and internal visual inspections were performed with no issues related to the reported condition. The pneumatic system was tested and found no issues. A short simulated therapy was performed on the device successfully. The device passed the seal, purge, and wet disposable integrity test. A review of the event history log was performed with no issues found related to the reported issue. The evaluation of the device found no failure, malfunction or iipv event was identified that could have caused or contributed to the reported issue. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted